Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was not vibrating to alert still in suspend or customer did not feel vibration or hear it. The customer blood glucose level was 350 mg/dl. Customer put insulin pump into suspend to take a shower but forgot to take it out of suspend. Advised customer now that she was awake to suspend the insulin pump and see if she gets a vibration in 15 minutes. The device will not be returned for analysis.